Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: inspection of the returned device revealed significant signs of wear. A tab located at the bottom of the instrument is broken off and missing, consistent with a brittle fracture. The body of the instrument exhibits widespread discoloration, and both the cap and central rod shows extensive wear, including visible gouging and pitting on the metal surfaces. Due to the nature of the returned device a functional inspection and dimensional inspection was not considered necessary nor possible was the device is clearly damaged rendering it non-functional. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications based on investigation, the root cause was attributed to a combination of user and wear related issues. The event was caused by several reprocessing cycles weakening the material of the device in combination with excessive torsional forces being applies to the instrument during use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that a piece broke off on double sided end.

Event description:
It was reported that a piece broke off on double sided end.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.